Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging the ipg as instructed. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
A4 patient weight added to the report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.